Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable crep2 creatinine plus ver.2 results for two patient samples. Patient 1 initial result was 9.32 mg/dl and the repeat results were 0.87 mg/dl and 0.88 mg/dl. Patient 2 initial result was 2.22 mg/dl and the repeat result was 0.45 mg/dl. The erroneous result for patient 1 was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 26995101 with an expiration date of 30-apr-2018. The customer found the rinse nozzle was blocked by an insect which affected the water overflow on cuvette. The investigation was unable to find a definitive root cause. Based on the acceptable calibration and qc data, a general reagent problem could be ruled out. Follow up with the customer confirm they had no further issues.